Manufacturer narrative:
A steris service technician was onsite responding to another request when he was informed of the reported event by user facility personnel. As the employee was attempting to manually clear the obstruction, the washer door closed on their fingers resulting in the injury. While onsite, the technician inspected the washer and found it to be operating properly. No repairs were required, and the washer was returned to service. The reported event is attributed to user error as the employee should have pressed the emergency stop pushbutton prior to removing the obstruction. The amsco 5052 washer operator manual states (1-1), "warning - personal injury and/or equipment damage hazard: if an obstruction occurs and that the chamber door is not fully open, press emergency stop pushbutton prior to removing obstruction." The operator manual further states (1-1), "warning - personal injury hazard: risk of pinch point between door and upper panel. Do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." The technician counseled user facility personnel on the proper use and operation of their washer, specifically to press the emergency stop pushbutton prior to removing an obstruction. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a laceration on their fingers while attempting to manually clear a jammed rack from the door of their amsco 5052 washer. A bandage was applied by a medical professional.